Event description:
The manufacturer's evaluaton of the returned device revealed that the lancet carrier is not fully retracting which would result in a lancet protruding from the device's end-cap. No associated injury was reported.